Event description:
An insulet inside sales rep reported he was notified that a customer had passed away. An insulet rep called the deceased's mother, who stated that her son's death was related to diabetes complications. She said that the cause of death on the death certificate was heart attack. She stated that on (B)(6), his blood glucose was over 500 mg/dl (she did not have a definite number), and he went to the hosp. He was there for 10 days and died on (B)(6) due to the heart attack, which occurred while in the hosp. She stated that he was not wearing the omnipod system when his blood glucose results rose above 500 mg/dl, nor was he wearing it while hospitalized. She stated that he was being treated with medication for both diabetes and heart disease while he was alive.

Manufacturer narrative:
No product was returned for eval. We are unable to determine if any malfunction or other product condition could have contributed to the reported death. The deceased's mother reported that the product was not in use at the time of the event. No lot qualification records were reviewed, as the product lot number was not provided.